Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The workstation power supply connectors were re-seated and the power supply voltage was adjusted. The customer will put the 6600 system back into service. No further information is available at this time.

Event description:
The customer reported the 6600 system displayed a generator error message. No patient injury was reported.